Event description:
It was reported that patient underwent a femoral fixation procedure on an unknown date. Subsequently, the femoral nail fractured. There has been no reported revision procedure to date.

Manufacturer narrative:
This follow-up report is being filed to relay revision procedure, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a femoral fixation procedure on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a fractured femoral nail.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a femoral fixation procedure on an unknown date. Subsequently, patient underwent a total hip arthroplasty on (B)(6) 2014 due to degenerative joint disease. During the procedure, it was noted the femoral nail was fractured. The femoral nail was removed and a total hip system was implanted.